Event description:
It was reported that " surgeon dr bonnin had a defective device. 2 different failures: - the screw thread was defective - the dilator's non-return valve was dysfunctional (this complaint) so dr bonnin had to use another catheter for the procedure." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Upon further analysis of the complaint description, it was determined that the complaint description was not reportable; thus the initial MDR, submitted on 02-feb-2024, should be retracted.